Manufacturer narrative:
It was reported revision surgery was performed due to a suspected trunionosis. The affected cobalt chrome femoral head, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. No medical documents were received for investigation.therefore no medical assessment can be performed at this time. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Possible causes could include but are not limited to patient medical history or patient reaction. Based on this investigation, the need for corrective action is not indicated. It appears this complaint is a duplicate of a previous complaint ((B)(4), report number 1020279-2020-00150). No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported revision surgery was performed due to a suspected trunionosis.